Event description:
During a cataract procedure, a patient experienced a capsular tear during the surgical procedure to remove the cataract. As a result of the capsular tear, an unplanned vitrectomy was performed. Through follow up, the surgery center indicated the capsular tear was due to the specific cataract/myopic of the operative eye. Initially, the surgery center had reported the vitrectomy handpiece cutter did not work and had stated the vitrectomy handpiece was used four times in a period of a year. Through follow up, it was determined a capsular tear had occurred. The account was able to complete the procedure by using an irrigation and aspiration handpiece (I/a).

Manufacturer narrative:
Patient gender/sex was not provided. Date of event was not provide. Year of event is 2014. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The vitrectomy handpiece cutter, the concomitant medical product was evaluated and tested. The evaluation found the motor was noisy and had failed the amp test. There was vitreous in the port and in the infusion sleeve inlet tube was pitted. All pertinent information available to abbott medical optics has been submitted. Placeholder.